Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the programmer was turning off and overheating, although the overheat message was confirmed through the logs. The device was left on 24 hours with no shut down or overheating experienced, although the power supply was replaced as a preventive. Analysis found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that the system fan was noisy and therefore it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was turning off and overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.